Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned products did not meet specification as received. Visual inspection found the shaft was broken. All pieces were still attached. The reported condition was confirmed. The investigation found the shaft was broken. This is indicative of the shaft being flexed too far. The l-hook was not damaged or bent. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the device was difficult to open and close. It was noted that the jaws was partially opened. There was nothing lock on tissue and no resection needed. They used another like device to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the device was difficult to open and close. It was noted that the jaws was partially opened. There was nothing lock on tissue and no resection needed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was difficult to open and close. It was noted that the jaws was partially opened. There was no patient injury.